Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on a moderately calcified and moderately tortuous left anterior descending artery (lad). A 38 x 3.00 promus premier select stent was successfully deployed in the lad. After performing post dilatation, a proximal edge dissection was noted in the proximal part of the stent. To cover the edge dissection, a 20 x 3.00 promus premier select stent was deployed proximally to the first stent, overlapping it and covered the dissection. The procedure was successfully completed and he patient was reported to be stable.